Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01585 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure the first clip would not come out of the sheath, while in the scope. The device was removed from the scope, reinserted and when the clip was deployed it did so very slowly. In addition, once the clip had grasped tissue, it would not release from the catheter. The physician pulled the clip off of the tissue; no tissue damage or additional bleeding occurred. They used a second clip and again the clip would not release from the catheter. When it was pulled from the scope, it broke loose and fell off into the patient; it was retrieved with forceps. The case was completed with another of the same device with no harm to the patient. There was a delay in the case, but it did not exacerbate the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the sheath grip was detached from the over sheath, and there was a kink near the handle. The clip assembly was fully deployed and not returned with the device. The control wire was separated as per design. As evident by the kink in the control wire and the sheath grip being detached from the over sheath, the end-user may have exceeded the design limits of the device during use. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01585 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure the first clip would not come out of the sheath, while in the scope. The device was removed from the scope, reinserted and when the clip was deployed it did so very slowly. In addition, once the clip had grasped tissue, it would not release from the catheter. The physician pulled the clip off of the tissue; no tissue damage or additional bleeding occurred. They used a second clip and again the clip would not release from the catheter. When it was pulled from the scope, it broke loose and fell off into the patient; it was retrieved with forceps. The case was completed with another of the same device with no harm to the patient. There was a delay in the case, but it did not exacerbate the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.